Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5180960 diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 01/15/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to a report received via maude, on (B)(6) 2025, the patient¿s cgm displayed a glucose value of 103 mg/dl while the patient reported feeling ¿low.¿ five minutes later, the cgm displayed 97 mg/dl, while a bg meter reading indicated 42 mg/dl. At this time, the patient experienced presyncope. It was reported that the patient received assistance from an individual nearby; however, the specific treatment or interventions provided were not documented. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.